Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was not replicated or confirmed. The device was put through extensive testing including electrical safety test without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.